Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube was dented, the nozzle had foreign objects, the bending angle in the up direction was out of standard, the up/down knob had play, the bending section rubber was discolored, the adhesive on the bending section rubber was chipped, the forceps could not be inserted due to a dent on the channel tube, the scope connector was deformed, the adhesive around the objective lens was clouded white, the adhesive around the light guide lens was peeled, the connecting tube was scratched, the connecting tube was discolored, the connecting tube was wrinkled, and the dots on the water detection sticker were smudged and connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a dented connecting tube. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and the root cause of the issue could not be determined, however, it is likely that foreign material larger than the inner diameter of the air/water nozzle got into the air/water channel, resulting in clogging. The investigation additionally confirmed that the user did not conduct reprocessing in accordance with IFU. Information provided on reprocessing questionnaire: -the customer did not know when the foreign material adhered to the endoscope -the customer reported abnormalities in the accessories used for reprocessing -the customer did not know if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, however stated they didn¿t think the tip was brushed, since there is no description on the cleaning procedure poster. Olympus will continue to monitor field performance for this device.